Event description:
The original procedure on (B)(6) 2013 was a left axillary basilic artery junction pta with stenting. On (B)(6) 2013, the physician reported a possible stent fracture with restenosis. There was no injury to the patient but reintervention of repeat pta stenting of previously treated area was required.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted. Cine images received.